Event description:
Boston scientific received information that post implant of this device system, right ventricular (rv) lead electrogram (egm) artifact was observed, which resulted in oversensing. Technical services was consulted and discussed possible air in the device header. The physician elected to reprogram the device to monitor only and monitor the patient overnight. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.